Manufacturer narrative:
Other text: one unit was returned for investigation. The device was subjected to leak testing where it was found that the complaint was confirmed. Root cause unable to be determined. DHR review not done a time.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 malfunctioned with leaking. No patient adverse events reported.